Manufacturer narrative:
This supplemental report is being submitted to correct fields from the initial submission. Updated fields: h2 corrected fields: d9, h3, h6, h11 the initial submission stated that the device was returned, however, this was a mistake. The device was not returned to manufacturer. The results of the final investigation was performed based on the provided information by the customer and third party repair center.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause could not be established. Should additional relevant information bec0ome available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced no image during inspection for use. There were no reports of patient involvement.